Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Additional note: manufacturing date of tfh211769 is july 21, 2020.

Event description:
A 61-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2018. On (B)(6) 2025, the patient's spouse informed novocure that on (B)(6) 2025, the patient sustained a fall while outdoors, resulting in a 2 cm laceration to the back of the head. The patient was subsequently taken to the emergency department for evaluation and treatment due to the inability to control the bleeding. A CT scan was performed, revealing no acute findings. Sutures were applied to the wound, and the patient was discharged home. A report received from the prescribing physician on (B)(6) 2025, indicated that the optune gio device was not a contributing factor to the fall. Although the patient was wearing the transducer arrays at the time of the incident, in the physician's opinion, there was no causal relationship established between the device and the injury.